Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received past occurrences of multiple unspecified alarms that would suspend insulin delivery upon waking up. Tandem technical support was unable to confirm the alarm number. The contact stated that the customer's blood glucose was affected, however no specific value was provided.